Event description:
(B)(6) at md office report pt reported two cassette mixes in a row depleted 2 hours early and has been feeling sick and more short of breath. Pt is on a down titration and (B)(6) questioned if maybe the mix volume on dosing guide was incorrect and would not last long enough with priming. Rph advised the calculations on the dosing sheet are correct. (B)(6) reports pt is currently on remodulin 46 ng/kg/min, infusion rate 1.9 mlhr using 1 ml of remodulin. No further information, details or dates available. Photographs were not provided. Position of pump is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if md is aware. IV remodulin pt via cadd solis pump. Did the reported product fault occur while in use with pt? Yes. Did the product issue cause or contribute to pt or clinical injury? Yes. Is the actual device available for investigation? Unknown. Did pharmacy replace device? Unknown. Did the pt have a backup device they were able to switch to? Unknown. Is the infusion life-sustaining? Yes. Outcome? Unknown. This report captures: cassette medi reservoir. Patient code: 1816. Device code: 2954. Reference reports: mw5190198.